Manufacturer narrative:
Concomitant medical products: (2)8100; 8110; pca tubing; (2)pri tubing; syringe tubing; 8120; 8600; therapy date (B)(6) 2016. The customer¿s complaint of the pca shutting off was confirmed through a review of the pcu event logs; however the exact scenario was not replicated during testing. The customers report that the pca shut off without alarm or warnings was not confirmed during testing. The device properly alarmed and was acknowledged by the user just after the event. Review of the pcu event logs confirmed that occurred on (B)(6) 2016 at 3:15 pm a channel disconnect/loss of power event occurred, which was acknowledged however the affected pca module was not reprogrammed until hours later. During testing the alaris system was connected with the pca module on the right side of the pcu and the system was powered on. With the device connected to the right side the pcu did not properly display its channel identification letter. Inspection of the pcu right inter-unit-interface (iui) connector confirmed physical damage to the iui connector isolating ribs which most likely caused the event confirmed during testing. Dried fluid residue (white in color) could also be seen on numerous gold plated contact pins. The proximate cause of the reported event is iui contamination which caused an open condition on either pin #13 (/moddetr) or (ground) resulting in the channel disconnect/loss of power type event.

Event description:
The customer reported that a patient had dilaudid pca which had been verified between pacu and floor staff to be on and programmed correctly. Later, when the pain team rn rounded at about 7:15 they found that the pca pump was not turned on. The patient's family reported that the device shut off with no alarms and no warnings. Reportedly there was no effect on the patient from this event.